Event description:
Additional information was received from the patient. They reported that the fall from (B)(6) 2020 did not have any impact on the device/therapy whatsoever. The cause of the stimulation being off when checking was unknown, but the most likely cause was reported as user error. The patient was not sure/could not remember the steps taken to resolve their intermittent loss of therapy (more leakage); however, the issue was resolved. Device removal was not planned and the device was still in use. The cause of the difficulty holding the programmer antenna in place was not known, but the most likely cause was user error. No steps were needed to resolve the issue, as it had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: accessory 37092 listed in previous report was mistakenly reported. B3: date is approximate with month/year validity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A4 was previously omitted by mistake. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37092 , product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 , (B)(6): [refer to (B)(4): fall, migration, lead broke, revision, for details pertaining to the related event] information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that since a fall on (B)(6) 2020, they have noticed intermittent issues of loss of therapy, (they said: " more leakage,") and starting about 2 months ago, probably, they started noticing stimulation would be off when they did a check using their 3037 programmer and they had to turn the stimulation back on. The patient stated the: "more leakage" issue happened whether the stimulation was on or off and noted they have called their doctor's office about these issues. The patient stated the hcp office told them they needed to speak with the manufacturer company. The patient said they wondered if the lead may have moved from the (B)(6) 2020 fall they had. Patient services worked with the patient and their 3037. The patient reported that stimulation was on, and they were on program 1 at 7.8. The low ins battery icon was reported to have shown in the middle of the top row. Patient services reviewed the meaning of the low ins battery icon as well as some general interstim education information. Patient services also offered and sent an email to manufacturer representatives (reps) in the area to call the patient back. The patient mentioned unrelated medical information: that their shoulder had been replaced after the fall in (B)(6) 2020 and they went through therapy for their shoulder. The patient also noted it was hard to hold the 3037 antenna in place and that they had no one to help them.